Event description:
Update rec'd 9/26/2014: medical records received. Patient was revised to address osteolysis and developmental dysplasia with instability and clunking. Upon revision, a soft tissue fluid filled sac, mild granuloma, and burnishing of the femoral head were noted. Dob provided. The information received does not change the MDR decision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision reported via sales rep. Asr xl: right. Reason(s) for revision : pain / elevated cocr levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers the investigation closed.